Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified proximal right coronary artery. The patient had presented with thrombus, grade 5 total occlusion and severe ectasia. During the procedure a 014 whisper guide wire (gw) was advanced with resistance met due to anatomy and an unspecified balloon dilatation catheter was used as support to successfully cross. Then during removal resistance was met with the thrombus aspiration device and the gw then broke at the distal end. The separated portion was retrieved in the radial artery via snare. The procedure was stopped after retrieving the separated portion. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.